Manufacturer narrative:
Follow-up # 1 ¿ (09/29/2014). The patient¿s test strips have been returned on 8/22/2014 and evaluated by lifescan product analysis on 9/18/2014 with the following findings:the test strips involved with this complaint failed testing. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted when the test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging inaccurate result of "281mg/dl" as compared to her other meter that read "205mg/dl." The 2 tests were performed within 30 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.